Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2020 / serial#: (B)(4), UDI #: (B)(4), MFR date: 03-sep-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), prior to inserting the delivery system it was noted that a ¿gooseneck¿ could not be performed prior to deployment of the ipg so deployment was performed as it was. The implant was completed with the confirmation of 2 engaged tines on the ipg; however, several hours post procedure, an intermittent pacing failure occurred. Insufficient engagement was presumed and a dislodgement was suspected but could not be confirmed via x-ray. The patient experienced premature ventricular contractions (pvc) and it was presumed that the ipg contacted some wall or moved. It was noted that during the procedure, the physician had some confusion between the deflection and deployment buttons on the delivery system and the procedure was completed without following all the suggested steps for implant. The parameters on the ipg were reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.